Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Technical support was contacted, however, no intervention was performed. The patient was stable and will continue to be monitored.